Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adaptor is confirmed; however, an exact cause could not be determined from the returned photographs. Two photographs of extension sets were returned for evaluation. An initial visual observation of the first photograph showed the distal male luer adaptor of an extension set was missing. The distal end of the tubing appeared to be very flat and clean with distinct edges. A clear liquid was observed within the tubing and a needleless injection cap was observed on the proximal female luer adaptor. The slide clamp and dust cap were observed to be missing and could not be seen in the returned photographs. The second photograph showed another extension set which appears to be unused and undamaged. While the exact cause of the detached luer adaptor could not be determined, possible causes include sharp instrument damage, tensile failure, and poor bond between tubing and luer adaptor. A lot history review (lhr) of judz0180 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "yesterday afternoon I had a patient's j loop attached to the IV catheter come out from the plastic attachment. It was attached at the site where the stat lock is so the patient couldn't have inadvertently pulled it out".

Event description:
It was reported "yesterday afternoon I had a patient's j loop attached to the IV catheter come out from the plastic attachment. It was attached at the site where the stat lock is so the patient couldn't have inadvertently pulled it out."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer hub is confirmed and was determined to be manufacturing related. One extension set and one open statlock IV start kit were returned for evaluation. An initial visual observation showed use residue on the extension set and the distal luer hub and slide clamp of the extension set was observed to be missing. A handwritten note was returned on the open statlock IV start kit which stated, ¿complete kit to compare with damaged tubing¿ and the extension set within this kit was found to be undamaged. A microscopic observation of the damaged extension set revealed very little adhesive residue on the distal end of the extension set tubing. Striations were observed on the surface of the distal end of the extension set tubing, which was observed to be very straight and flat with slightly flared edges, suggesting this is likely the manufactured end. The evidence observed on the returned sample suggest the distal luer hub became detached from the tubing due to a poor bond between the hub and the tubing. A lot history review (lhr) of judz0180 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of judz0180 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "yesterday afternoon I had a patient's j loop attached to the IV catheter come out from the plastic attachment. It was attached at the site where the stat lock is so the patient couldn't have inadvertently pulled it out".